Event description:
Caller reported that cartridge was not fitting properly on pump, leading to high blood glucose levels exceeding 500 mg/dl; specific value was displayed as "high." Customer's blood glucose returned to normal after administering a correction bolus via pump. Technical support guided caller through inspecting and cleaning pump's pneumatic area, resulting in successful reloading of cartridge and resumption of insulin therapy.